Manufacturer narrative:
Bibliography: open transcatheter valve implantation for mitral annular calcification: one-year outcomes. Ui hamid, a gregg, p ball, c owens, g manoharan; jtcvs; 2021 - elsevier. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (a concomitant procedure of a tricuspid valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported, through a single-center study published in a european journal article 'open transcatheter valve implantation for mitral annular calcification: one-year outcomes'. The retrospective analysis of patients was from 2017 to 2020 referred for transcatheter mitral valve implant (tmvi). Demographic characteristics details, surgical strategy, perioperative complications, and hospital stay including 30-day and 1-year mortality were analyzed. The study included use of the edwards sapien 3 transcatheter valve in the mitral position. This complaint is for a 68-year-old female patient who underwent a transcatheter mitral valve implantation of a sapien 3 valve in an edwards physio ring and also underwent a concomitant procedure of a tricuspid valve repair. Post procedure, the patient experienced a non-debilitation stroke that resolved at 6 weeks follow up. The patient is stable.

Manufacturer narrative:
This supplemental MDR is being submitted for reference of manufacturer report numbers. This report is 2 of 5 being submitted for this complaint. Reference mfg. Report numbers 2015691-2022-10188, 2015691-2022-10191, 2015691-2022-10193, and 2015691-2022-10194.